Event description:
A reported incident involving chemolock injector indicated disconnections and leakage occurred at the junction with the tubing set during use. There was reported patient involvement and reported harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation. However, it has not been received.